Event description:
On 21-jul-2025, the patient¿s mother reported that the patient was unable to meal announce because the ilet touchscreen was unresponsive. A crack on the ilet screen was noticed after removing the case. Blood glucose was not affected. A replacement ilet was arranged for overnight shipment.